Event description:
The service report shows the customer reported that the 840 ventilator stoped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui pcb and the psol valve. The unit passed extended self testing.